Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Patient had lcs duofix components implanted on (B)(6) 2006 during a left total knee replacement by doctor (B)(6) at the (B)(6) hospital. The patient is medically unable to be revised. This case was reported by the (B)(6) lawyers following receipt of compensation claim from the patient's representative legal counsel. Products remain implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.